Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled. The tissue pad was partially torn but there was no lack of the tissue pad. Both the probe tip and the grasping section had contact marks with each other. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing record was reviewed with no irregularities. This types of error and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that short circuit error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during total gastrectomy for remnant stomach. It was reported that an error relating tissue pad damage occurred after 3 times of activations and tissue pad was peeled. It was reported that the device was replaced to another same device and the intended procedure was completed. It was reported that there was no patient injury.